Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead. The device and lead remain in service. No adverse patient effects were reported. Additional information indicates that all other measurements were in range and no lead issue was suspected. No revision was done and the patient will be closely monitored. No adverse patient effects were reported. Therefore, the device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.